Event description:
On (B)(6) 2010, an ams monarc sling was implanted in the plaintiff to treat her sui (stress urinary incontinence). The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery and other injuries." It was also alleged that as a result of the implant, the plaintiff experienced "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries." The plaintiff has also experienced and will continue in the future to experience "disability, mental anguish, loss of capacity for the enjoyment of life," hospitalization, medical treatment, and aggravation of a preexisting condition.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.